Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that a lead integrity alert (lia) triggered for noise and high impedance on the right ventricular (rv) lead. Non-sustained ventricular tachycardia (nsvt) episodes and sensing integrity counters (sic) were noted. Fracture was suspected. The lead was turned off and later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead fracture was due to clavicular crush.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.